Event description:
It was reported that the insulin pump had a crack on the display and had alarmed with unexpected restart. Customer's blood glucose was not known. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement, a21 error and self tests. No unexpected a21 alarms noted. The insulin pump was received with minor scratches on the lcd window and cracked case at the display window corners. The insulin pump has no cracks on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.